Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('hysterectomy') in an adult female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criterion medically significant). The patient was treated with surgery (hysterectomy). Essure was removed in 2015. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. The reporter commented: records (B)(4) (medwatch 3500a MFR number2951250-2020-03923) and (B)(4) (medwatch 3500a MFR number 2951250-2020-04074) already deleted from bayer safety database and information previously erraneously merged into record (B)(4) referred to an other patient, all information of both case records will now be removed from that record ((B)(4)) and will be retained in this newly created record (B)(4). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('hysterectomy') in an adult female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criterion medically significant). The patient was treated with surgery (hysterectomy). Essure was removed in 2015. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. The reporter commented: records (B)(4) (medwatch 3500a MFR number2951250-2020-03923) and (B)(4) (medwatch 3500a MFR number 2951250-2020-04074) already deleted from bayer safety database and information previously erroneously merged into record (B)(4) referred to an other patient, all information of both case records will now be removed from that record (B)(4) and will be retained in this newly created record (B)(4). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on erroneously: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.